Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Unit passed the stop current and run current test. It was unable to perform the off no power test, self-test, a21 error test, displacement, rewind, basic occlusion, prime/a33 test and no delivery tests due to motor error alarm. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the insulin never exits after the prime sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.